Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.6 in diameter abdominal aortic aneurysm. The proximal neck was 30 mm in diameter and 15-20 mm in length. It was reported that after deployment of the main body, imaging proved the deployment was a few millimeters lower than anticipated, resulting in a proximal type I endoleak. Per the physician, the cause of the event was due to the patient's aortic neck angulation. An intervention was performed and an endurant ii 36x36x49 extension was implanted, resolving the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.